Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a cryo ablation procedure, stomach tightening was observed. An examination was performed, and gastric dilatation was noted. Medication was administered, and the patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned but did not match the event date. The balloon catheter was not returned and there was no indication of a product malfunction. A known clinical issue (gastroparesis) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.